Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert of sensor session expiring occurred. Data was evaluated and the allegation was confirmed as an early sensor expiration alert was found. The probable cause was determined to be the patient stopped the session. The reported event of a sensor session expiring is reportable based on the finding of an early sensor expiration alert. No injury or medical intervention was reported.